Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated they were in a new implant case and upon testing impedances with the ins, they were seeing high impedance issues, mostly with contact 0. Caller stated physician had already disconnected lead, cleaned it off, reinserted and ensured that lead was fully seated in header block. Caller stated they tested with ens and received motor responses with lead - including with contact 0 but when connected to ins, impedance issues were still present. Caller provided the following impedance results (in ohms):ref 3 - case: greater than 4k, 2: green, 1: green, 0: greater than 4k;ref 2 - case: green, 3: green, 1: green, 0: greater than 4k:ref 1 - case: green, 3 green, 2: green, 0: greater than 4k;ref 0 - all greater than 4k. Caller attempted to increase stim on program 3 but wasn't able to go past 0.3 ma and reached "max settings" but was able to increase on programs 2 and 6. The issue was not resolved through troubleshooting. Troubleshooting reviewed that the issue appears to be limited to contact 0 and could be a true impedance issue or may be temporary. Troubleshooting suggested to stimulate for a few minutes on contact 0 to see if impedances will decrease at all. Agent reviewed ins is not typically the root cause of the impedance issue but would be up to the physician if they wanted to replace the ins and/or lead. Troubleshooting reviewed they could proceed with components that are implanted, they may just not be able to use contact 0 in programming. The caller was intra-op so troubleshooting emailed them for information regarding today's case along with the previous case they mentioned. Additional information was received from a manufacturer representative (rep). The rep reported that after the lead was tunneled it was placed in ins and in the pocket, impedances were evaluated. When checking impedances, yellow exclamation point was noted. Looking into each electrode, high impedance greater than 4000 was noted on electrode 0. Agent recommend verifying lead was inserted into ins header correctly. Physician unscrewed set screw and wiped lead off with sterile water solution on 4x4 then wiped lead with dry 4x4 and replaced it in the header. Hcp tightened the set screw. Impedance rechecked once placed ins back into pocket site. Electrode 0 still showed with high impedance greater than 4000. Hcp removed again and reattached ens and retested motor responses on all electrodes. Electrode 0, 1, 2, and 3 all had bellows and toe motor response at 2.0 ma. Hcp reinserted lead into header again, tightened set screw and rechecked impedance. Still same response. Agent called technical services to discuss any further options. After reviewing with tech services, they recommend to turn stim on with patient programmer to see if high impedance would lower. Program 1 turned up to 0.3 ma with warning max settings achieved. Program 1 involved electrode 0 as an option. Tested program 2 and was able to incr ease therapy settings to see motor response. Program 3 was tested and again at 0.3 ma noticed warning on pt programmer max settings were achieved. Program 3 also has 0 electrode involved in settings. After 5 minutes with stimulation on prog 3 running, rechecked impedance again, no change, still noticing high impedance greater than 4000 on electrode 0. Asked tech options - reported program without electrode zero or next step change battery. Discussed high impedance with electrode 0 with physician. Physician opted to proceed with current system- lead and battery and to program without electrode 0 as an option. Programmed postop without electrode 0 as an option. Rechecked impedance post op with no changes in high impedance with electrode 0 even after having stimulation on for 15 minutes. Removed all visibility to program options that included electrode 0. Patient felt appropriate and comfortable stimulation on prog b (+case, -2) in the vaginal area at 0.6 ma. Agent reviewed with physician and they will follow patient postop and will contact mdt rep with any further concerns regarding this patient. Issue resolved by avoiding electrode 0 as a programming option.